Manufacturer narrative:
Investigation summary: four 20059e-0006 samples from lot 21076082 were received for investigation; two samples were received in sealed packaging, whilst the remaining two samples were received in opened packaging with residual fluid in line. One of the returned 20059e-0006 samples was also connected to a 5m bd posiflush sp syringe. The feedback provided by the customer indicates that several attempts were made to flush through the extension line using the bd posiflush syringe before fluid would flow. A visual inspection of the returned samples did not identify any obvious signs of damage or manufacturing defects which could have contributed to the customer's experience. Functional testing was performed by connecting the received products to both the returned bd posiflush sp syringe and a 50ml bd plastipak syringe from stock; in each instance no occlusions or flow restrictions were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21076082 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20059e-006 product in the past 12 months.

Event description:
It was reported twice that while using a bd alaris smartsite extension needleless valve set, blockage occurred. The following information was provided by the initial reporter: attempted flush and was unsuccessful with apparent blockage.